Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer also reported that the insulin was squirting out during manual prime process. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to compromised force sensor system alarm. However, insulin pump passed rewind test and displacement test.